Event description:
It was reported that during an intracept procedure when the physician was removing the instrument assembly, a small piece of peek material from the curved cannula sheared off. It was reported that the device broke off inside the patient during the procedure. Based on the available information, bsc could not confirm the location of the device fragment. The procedure was completed successfully.